Manufacturer narrative:
(B)(6). Additional product codes: mni, mnh, kwp, kwq. (B)(4). Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient presented with a spine burst fracture at level l1. Original surgery was performed on (B)(6) 2014. During initial procedure the surgeon went in with the impression that an anterior fusion may be needed as well; however, only a posterior fusion was performed. Surgeon used implants from the universal spine system fracture system; rods, screws and clamps at t12 - l2 levels. Post operatively the patient¿s disk collapsed at l1 over the next month. A revision surgery was performed on (B)(6) 2014. It was report that during revision surgery, four schanzh screws had pulled out at t12- l2 levels from the original construct. Patient was revised at t12-l2 levels with expedium pedicel screws and rods with expandable lateral cage placed at l1 level. Revision surgery was completed successfully and patient status outcome was good. This is report number 3 of 18 for (B)(4).